Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.